Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) experienced a myocardial infarction. Attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, patient demographics) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Note: this report captures the second of two events involving the same patient. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of myocardial infarction. The etiology of the patients¿ myocardial infarction (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the pdrn reported any malfunctions or deficiencies of a fresenius device(s) and or product(s). It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Myocardial infarctions and cardiovascular disease are frequent complications in patients on chronic dialysis. Due to the high rate of cardiovascular complications in patients when they initiate dialysis, they are at high risk of encountering a myocardial infarction. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler played a causal or contributory role in the serious adverse event. There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data, patient demographics, treatment data, and no evaluation of the fresenius device(s), this clinical investigation cannot exclude the liberty select cycler from playing a possible role in the serious adverse event.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) experienced a myocardial infarction. Attempts to obtain additional clinical information (e.g., discharge summary, medical history, hospital records, patient demographics) were unsuccessful.